Event description:
Caller reported that patient awoke at 5:00am and cried out. Appeared to be in insulin shock. Freestyle reading was 110mg/dl. Applejuice was provided to the pt and was taken to the emergency room. Caller did comparison readings within a few minutes on arm and finger. Results were 480mg/dl arm and 111mg/dl on the finger. Pt was admitted to hospital and released next day.